Event description:
It was reported to (B)(6) via email that there was a hole on the fistula needle tubing, blood was visualized coming from the fistula tubing. Air alarm started to alarm at the same time, air entered system secondary to broken integrity of tubing. Blood was unable to returned, to inability to clear air from venous chamber. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)